Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that at a previous follow-up, atrial impedance measured >2500 ohms in the unipolar configuration. During the explant procedure, both leads tested normal via an analyzer. Therefore, the pulse generator was replaced.